Event description:
Pt states that the pump recently sent (sn #(B)(4)) is continuously beeping. Pt states that she has been leaving the batteries active in both pumps at all times and was going to switch to this pump but called pharmacy right away when she noticed the pump alarming. Pt states that she does not know how long it was alarming since it was in a drawer. Pt states that it was not a new battery in the pump. Instructed pt to put a new battery in the pump. Pt states that after changing the battery the pump now states "program defaulted" and instructed her to set the time and date. Once that was set, pt got another "program defaulted" message. Pt was not able to program the pump most likely due to battery depleted too long. Pt did not have the other pump running at this time. Instructed pt to set up next cartridge change with other pump, and to notify pharmacy asap if issues with that pump. Sending replacement pump. No further questions/ concerns at this time. No other information provided. The product error did occur while in use, it did not cause harm to the patient, it is available for return, and we are currently working on getting a replacement sent out. Reported to (B)(6) by: patient/caregiver. Dose or amount: 0.036ml/hr. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2015 to ongoing. Diagnosis: pah.